Event description:
In 2008 the pt's husband reported that the pt had to replaced 3 infusion set headsets because the adhesive had become "unstuck." He stated that the pt did not begin use of any new soaps or lotions. She uses IV prep wipes prior to adhering the infusion site, and she sometimes tapes the infusion site in place. The husband was educated on the "sandwich" method. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain the alleged product. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.